Event description:
It was reported that the patient had an incision infection at the pump pocket. The patient was scheduled for incision and drainage (ind) washout on (B)(6) 2013 with possible removal of the entire system. Another update on the event was planned following the ind washout, surgical intervention completion. The event was diagnosed by an elevated erythrocyte sedimentation rate (sed. Rate) and c-reactive protein (crp) on (B)(6) 2013. The incision was noted to be dehisced and leaking fluid in a 1 cm area. The event was ongoing. The pump device was used to deliver baclofen. It was later reported that the entire system was explanted at the time of ind washout, on (B)(6) 2013. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).